Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. Replaced the x-ray tube. The sys was tested and found to be working as intended and placed back into svc.

Event description:
It was reported that the 9800 sys is having high voltage arcs. It was noted that when the sys tracks above 90kvp an arcing sound comes from the tube and an overload fault message is presented. There was no report of pt injury.